Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was entering smartguard, but in the middle of a call, on smartguard already. The customer was having a hard time pressing the keypads, but said fine now. The customer got 288 mg/dl sensor glucose and 387 mg/dl blood glucose. The customer experienced hyperglycemia. The event involved product(s) unk_sensor and mmt-1884. Troubleshooting was not performed for the high blood glucose, auto mode/smartguard, and sensor glucose vs blood glucose. Troubleshooting was performed for the keypad anomaly, and there is a response from the button. No further patient complications were reported. No product return is required for unk_sensor and mmt-1884.